Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, two (2) of the distal holes on the titanium metacarpal neck plate did not seem to work during an open reduction internal fixation of the fifth (5th) metacarpal. The surgeon thought it was defective since the screw would only spin, and not attach into the plate to lock. There was a surgical delay of five to ten (5-10) minutes. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unknown cortex screws (part # unknown, lot # unknown, quantity unknown); unknown locking screws (part # unknown, lot # unknown, quantity unknown); unknown modular hand (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 1.5mm ti val metacarpal neck plate-sterile. This is report 1 of 1 for (B)(4).